Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s battery was dead/overdischarged due patient compliance issues from losing the recharger and not charging. They had tried jumpstarting the battery five time and it will not charge so the patient is having a surgery to replace the neurostimulator to resolve the issue. There were no patient symptoms or complications reported.